Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the tip from a large suturecut nd instrument came off during surgery. It was retrieved in the same procedure. The procedure was completed with no reported injury. Follow-up was performed and additional information about the complaint was obtained. The piece was retrieved in the same procedure with a forceps instrument. The piece was pretty large and no post operative tests were needed. The staff discarded the broken piece and it will not be returned for analysis. She did not know how long the instrument was being used when it broke or if there was an instrument collision. She said there was no patient injury and the patient has not returned post procedure with any injuries.

Manufacturer narrative:
The large suturecut needle driver was returned and evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.082" x 0.300" was found to be broken off the yaw pulley. The broken piece was not returned.